Event description:
Pt in operating room for splenectomy. Ligasure advance was placed across artery then clamped down and coagulation completed. Surgeon then attempted to open clamp but it would not open. After several attempts, the clamp opened and it was removed and a new device was used for the remainder of surgical procedure.